Event description:
It was reported that there was leak from the bladder of the cassette. There was no patient involvement.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One sample was received for evaluation. Visual inspection observed no abnormalities. Functional testing was able to verify and duplicate the reported problem, a leak was observed. The root cause was unable to be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.